Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the black box contained dates from (B)(6) 2015 to (B)(6) 2015. The black box and histories for the event on (B)(6) 2015 had been overwritten. The available daily insulin delivery totals correctly reflected the programmed basal rates. Unrelated to the initial complaint, the display was found to be blank. A test display screen was used to allow further testing. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. The returned battery cap was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with pump use. The reporter stated that the patient's blood glucose (bg) was in the 30's mg/dl with symptoms of blurred vision, trouble concentrating, confusion and disorientation. Reportedly no treatment was provided above and beyond usual diabetes management and the patient remained on the pump. It was reported that the patient's healthcare provider had made pump setting adjustments to the basal and bolus rates before or after the alleged event due to an unspecified illness and to ensure the patient would receive more insulin. Reportedly, the patient did not change the settings back after feeling better which contributed to the drop in bg. This complaint is being reported for alleged hypoglycemia associated with pump use for which a patient use error was a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.